Event description:
Pharmacist called to report a pt experienced an allergic reaction on an organ after application of floseal. Additional information received on 25-jun-2008. This female pt underwent a laparoscopic hysterectomy on the previous month. Within a short time post operatively, the pt was taken back to the or due to bleeding. Under laparoscopic visualization, dr identified an arterial bleed which he cauterized successfully. In order to remove all fibrin clots from the peritoneal cavity, dr irrigated with 8000 mls of heparinized saline. The total heparin dose was calculated between 5000 & 6000 units. Following this irrigation, the surgical site was oozing diffusely which dr treated with 5 ml of floseal. He left the laparoscope in place and observed the surgical for until all evidence of oozing stopped. Further irrigation was not used. The pt was discharged after 48 hours. Two weeks after discharge, the pt presented with a possible small bowel obstruction and general surgery was consulted. The patient had an endogastric tube placed and was observed for a period of time without improvement. She was taken back to the or for a possible small bowel resection. Upon opening a large amount of adhesions were visualized and an incidental appendectomy was performed. The pathology report on the appendix noted a high infiltration of eosinophils on the outside of the appendix which lead dr to believe this was an allergic reaction, either to a component of floseal or the heparin irrigation.

Manufacturer narrative:
This case is the same adverse event as floseal ae. A subsequent review of the case determined that a floseal endoscopic applicator was used and is the reason for this complaint to be opened. A recall is being conducted as a precautionary measure due to discoloration of the floseal material noted in six (6) non-medical complaints (two reports being of the same case). The initial investigation of the complaints noted that the cleaning process associated with the over-molded stainless steel sleeve, contained in the floseal endoscopic applicator, performed at the supplier (quan emerteq) was not consistently followed. Furthermore, a toxicology analysis for the discoloration of the floseal product was conducted. The analysis revealed presence of metal particulate matter in the discolored floseal product. Additionally, the metal particulates were identified as chromium, iron, and nickel. However, the measured levels of these metals in floseal were noted to be lower than the toxic dose cited to cause a tumorogenic and/or inflammatory-type reaction. A comprehensive investigation is currently being performed to further realize and document the root cause of this issue. An internal product hold was placed on the disposable floseal endoscopic applicator globally. Additionally, an on-site supplier assessment has also been completed by baxter. Furthermore, in order to resume production, the following short-term actions are being taken: baxter bioscience is in the process of validating an additional cleaning process at a 3rd party supplier to ensure the cleanliness of the product. Baxter bioscience will also update the product requirements spec to reflect this new cleaning process, along with defined acceptance criteria. As part of this spec change, additional incoming inspection requirements will be defined to ensure the ongoing quality of the product. (Please see the attached baxter medical director assessment). Note: this event is being conservatively reported as a 5-day report as we have determined the need for recall and communicated to the FDA under baxter fca# on 31-jul-2008.